Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, high, out of range high voltage lead impedance was observed. After disconnecting and reconnecting the lead to the ICD with the same results, the physician requested a new ICD and new lead. The new system resulted in normal impedance values and there were no complications.